Event description:
It was reported that this patient had received an inappropriate shock due to t-wave oversensing. This shock induced the patient which required four different shocks to successfully convert the patient. No reprogramming was performed at this time. This is considered a device malfunction as multiple inappropriate shocks were provided. No adverse events were reported. It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The local field representative contacted technical services (ts) to discuss the previous reported t-wave oversensing and inquired about potential programming options after replacement of this device. Ts discussed potential programming options to consider. Surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. This product is part of the emblem s-ICD premature depletion update 12/03/20 product advisory advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient had received an inappropriate shock due to t-wave oversensing. This shock induced the patient which required four different shocks to successfully convert the patient. No reprogramming was performed at this time. This is considered a device malfunction as multiple inappropriate shocks were provided. No adverse events were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient had received an inappropriate shock due to t-wave oversensing. This shock induced the patient which required four different shocks to successfully convert the patient. No reprogramming was performed at this time. This is considered a device malfunction as multiple inappropriate shocks were provided. No adverse events were reported. It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The local field representative contacted technical services (ts) to discuss the previous reported t-wave oversensing and inquired about potential programming options after replacement of this device. Ts discussed potential programming options to consider. Surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. This product is part of the emblem s-ICD premature depletion update 12/03/20 product advisory advisory population.

Event description:
It was reported that this patient had received an inappropriate shock due to t-wave oversensing. This shock induced the patient which required four different shocks to successfully convert the patient. No reprogramming was performed at this time. This is considered a device malfunction as multiple inappropriate shocks were provided. No adverse events were reported. This supplemental report was filed to provide additional information.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refere to the description for more information regarding the specific circumstances of this event.